Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for leg swelling related to a pre-existing lower inguinal hernia. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient event. Based on all the available information, the event is probably related to poor wound healing due to patient comorbid conditions and physiological aspects of pd therapy. The patient¿s inguinal hernia was pre-existing with repaired prior to start of pd therapy. The patient also has concomitant diabetes mellitus which affected the patient¿s wound healing after the hernia was repaired which is a significant risk factor for further hernia complications. Moreover, patient¿s on pd therapy are at risk worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was hospitalized on (B)(6) 2020 because legs were swollen. The patient is currently at the hospital. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient was hospitalized on (B)(6) 2020 for fluid that dissected into the patient¿s leg from a pre-existing lower inguinal hernia. Per the nurse, the patient had the lower inguinal hernia prior to start of pd therapy which was previously repaired (date unknown) when the pd catheter (not a fresenius product) was initially placed. Per the nurse, the patient has type 2 diabetes mellitus which affected the healing process of the hernia after the repair. The patient was on low fill volume of 1500 ml using 2.5% delflex; no daytime exchange and no last fill. Per the nurse, the patient¿s inguinal hernia remained bothersome to the patient despite low volume pd therapy. Due to the location of the inguinal hernia the patient dissected fluid into her legs and during the hospitalization the patient was placed on hemodialysis. The pdrn stated the patient¿s inguinal hernia was not repaired during the hospitalization. Per the nurse, the patient did not have any overfill events or any issues with the fresenius cycler or any other fresenius product or drug that caused or contributed to the hernia event. The pdrn stated the physiology of pd likely exacerbated the hernia which was not healing properly. The patient has since being discharged (date unknown; hospital d/c summary not available) to a rehabilitation center and currently remains on hemodialysis. The nurse reiterated the event was not caused by any product issues.